Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the catheter is defective. There is an elongated tear in the connection thread, causing the catheter to leak. The dialysis nurses have reported that the connection is sometimes very tight and that a clamp is needed to disconnect it."

Manufacturer narrative:
Qn# (B)(4). The reported complaint of elongated tear in the connection thread was confirmed upon investigation of the returned sample. One unit of catheter juncture hub was returned for evaluation. Visual analysis revealed a crack on the blue arterial hub. Significant jaw marks, streaks and scratches were observed on the polymer material near the luer hub. No significant crazing, polymer degradation, chemical deposits were observed. The damage is likely due to excessive force applied with use of clamps or other tools during disconnection process. The IFU states the following under precaution: do not use clamps other than those that are provided. Using other clamps may damage the catheter. Avoid clamping near luer-lock fittings. Repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure. A device history record review could not be performed, as a lot number was not reported. Based on the customer report and the sample received, the most likely root cause is unintended use error.

Event description:
It was reported that: "the catheter is defective. There is an elongated tear in the connection thread, causing the catheter to leak. The dialysis nurses have reported that the connection is sometimes very tight and that a clamp is needed to disconnect it."